Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon was deflated due to water leakage during use, on the next day of use.

Event description:
It was reported that the balloon was deflated due to water leakage during use, on the next day of use.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Visual inspection noted one temperature sensing catheter with a balloon partially inflated was received, without original packaging. Attached was the sample port, a cut inlet tube, a cut thermistor wire, and the shaft was covered in a wrap. Visual evaluation of the sample noted no obvious defects. The wrap and saline from the balloon was removed then the catheter balloon was inflated with 10ml methylene blue solution and distilled water and balloon concentricity was observed to be 50:50. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The catheter balloon inflated and deflated normally with the use of a syringe, so it was within specifications. Active length of the catheter balloon was measured (0.7800") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.